Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: the complaint alleges that the catheter was inserted with a lubricant (B)(4) and the balloon was inflated with 10-15ml sterile water. Just after insertion, the urine leaked from the patient even though the balloon was still inflated. The catheter was removed and checked; the balloon stayed inflated but the balloon showed an asymmetry. No patient injury reported. Patient current condition is fine.